Event description:
Boston scientific received information that the patient with this device was not feeling well and sought medical assistance. During system interrogation, it was discovered that during implant the month prior, the atrial and ventricular terminal pins had been inserted into the incorrect header ports. Associated leads are non boston scientific products and no noise or oversensing was observed on the egm's.

Manufacturer narrative:
Boston scientific continues to follow-up for resolution details; however at this time no reports of intervention have been communicated. When new information is received a follow-up report will be submitted.